Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 9/jan/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to chest pain and fluid in her lungs. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea and chest pain (onset did not occur during pd therapy, no fluid in abdomen). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient already had an arteriovenous graft (avg) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s non-compliance to her treatment regimen (skipping 2-3 treatments weekly), as well as non-adherence to her prescribed fluid/dietary restrictions. The serious adverse events were resolved with hd therapy, and the patient was discharged in stable condition on (B)(6) 2025. The patient continues to undergo ccpd utilizing the same liberty select cycler without reported issue and has recovered from the serious adverse events. Per the pdrn, the serious adverse events were not due to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, characterized by dyspnea and chest pain, which warranted hospitalization and a single hd treatment for fluid removal. The pdrn attributed causality to the patient¿s non-compliance to her prescribed treatment regimen (skipped treatments for 2-3 days) and dietary/fluid restrictions. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024. Due to chest pain and fluid in her lungs. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea and chest pain (onset did not occur during pd therapy, no fluid in abdomen). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient already had an arteriovenous graft (avg) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s non-compliance to her treatment regimen (skipping 2-3 treatments weekly), as well as non-adherence to her prescribed fluid/dietary restrictions. The serious adverse events were resolved with hd therapy, and the patient was discharged in stable condition on (B)(6) 2025. The patient continues to undergo ccpd utilizing the same liberty select cycler without reported issue and has recovered from the serious adverse events. Per the pdrn, the serious adverse events were not due to any fresenius product(s) and/or device(s) deficiency or malfunction.